Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd) and decrease in battery longevity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating data analysis showed normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd) and decrease in battery longevity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.